Event description:
It was reported that the patient experienced a lack of effect. The patient's device was reprogrammed multiple times with no success. The patient's neurostimulator was replaced. Additional information is being requested.